Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. No injury was reported.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The service technician found a colleague infusion pump with failure code 810:11 caused by ail (air in line) out of calibration and had to be recalibrated. This event occurred during service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).